Event description:
After the balloon was inserted into the pt, the balloon would not inflate. The physician noticed that contrast was leaking out of the balloon. The balloon was withdrawn from the pt and another one was used. There was no adverse consequence to the pt.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional info has been requested and will be provided within thirty days of receipt.